Event description:
Reportedly, the device prompted connect electrodes when the analyze button was pressed. An als crew arrived on scene and administered defibrillator therapy to the pt with their manual device. The pt was delivered to the hosp alive but died the following day. The facility did not know whether the reported discrepancy caused or contributed to the pt outcome.